Manufacturer narrative:
The device was manufactured between august 16, 2018 - august 17, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye, which revealed a clearlink y-site with an object in the cap of the y-site. The reported condition was verified. The cause of the condition could not be determined.. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set ¿snapped off leaving the male end in the female luer lock¿, which resulted in a leak. The solution set was connected to a patient at the time of the event and occurred while disconnecting a piggyback IV (intravenous) from another IV tubing set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.